Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they were not getting at least 50% reduction on their baseline symptoms and that they wanted assistance to make their therapy work a little better. The patient stated that they'd seen their healthcare provider (hcp) because they had some "wires" close to their skin but then confirmed that their hcp said it's okay. The patient also confirmed that they hadn't made any recent adjustments and that if they increased the stimulation, the feeling tingles. The patient then confirmed that their hcp already discussed about changing programs with the patient and that the patient was redirected to the manufacturer. The agent reviewed general therapy information and general device use. The agent also walked the patient through connecting to their ins and changing programs. The patient was able to increase their stimulation to a comfortable level and confirmed feeling stimulation in bike seat area. The patient will continue to monitor symptoms and was redirected to their hcp if the issue persists. When asked for an event date, the patient was unable to provide a clear estimate and instead, stated that it's been quite a while since the issue started.

Event description:
Additional information was received from the patient. They reported that since october or early november, they had noticed their lead wire was uncomfortable. The patient stated it was very close to their skin and protruding, and their doctor told them to use silicone nipple pasties over the wire if it bothered them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.